Event description:
Incident as reported: "scissors stopped cauterizing during the case." Pt status: no pt injury occurred.

Manufacturer narrative:
Investigation summary: the event unit was returned for eval. Upon inspection, engineering found the device met all specs and functioned properly when tested. The circuit continuity test provided evidence of a complete circuit between the banana plug and scissor blades. The root cause could not be determined as engineering was unable replicate the incident. If a sufficient ground isn't present, a connection plug is not properly installed, or the monopolar device does not conduct a current, then the user may experience intermittent to nonexistent cauterizing or coagulation. This document represents our final report.